Manufacturer narrative:
H4: the batch was manufactured between 14. Aug.2019 - 15."aug".2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set leaked solution at an unspecified location. This occurred during set up, prior to patient use. There was no patient involvement. No additional information is available.